Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd.

Manufacturer narrative:
Additional narrative:(B)(4): placeholder.

Event description:
Pt was implanted with matrixneuro straight plate construct on an unk date. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Pt developed infection from a neuro stimulator implant. Surgeon removed all hardware and pt was not revised with any add'l hardware; pt healed. This is the 2nd report of 11 for the same event.